Manufacturer narrative:
Date rec¿d by MFR: 30sep2019. Date of report: 01oct2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen would not respond to touch and could not be calibrated. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 22 nov 2019. The touchscreen was returned to the manufacturer for failure analysis. During testing, it was determined that the resistance and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
It was reported that the unit had a touchscreen failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.